Manufacturer narrative:
(B)(4). Report source: foreign country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. The incoming inspection team member found debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the returned case confirms item and lot labels on the carton and pouches were correct. One pouch had one piece of loose debris that exceeds the limit. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause is attributed to operator not following the provided work instruction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.